Manufacturer narrative:
Additional information was received that a revision procedure was performed approximately two weeks later. An insulation issue was noted at the time of the lead revision. The lead was surgically capped and abandoned. A new ra lead was successfully implanted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a low out of range pacing impedance measurement. The lead safety switch (lss) feature was observed to be activated. It was noted that recent pacing impedance measurements were 280 ohms. Additionally, noise and oversensing was observed on the lead, associated with inappropriate atrial tachy response (atr) mode switches. The noise was able to be recreated with patient isometrics. Boston scientific technical services (ts) discussed programming options. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.